Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having a problem getting the insulin to go in the reservoir without getting air bubbles. The customer¿s blood glucose level was 550 mg/dl. The customer declined troubleshooting for the high blood glucose. They treated the high blood glucose with a shot. The customer declined troubleshooting for the air bubble anomaly because they did not have any more reservoirs. The customer stated they were no more air bubbles in the reservoir as their husband got them out. They product will be replaced and returned for analysis.